Event description:
Intermittent failure to capture and intermittent undersensing were reported. The lead was noted to have moved. The lead remained in use with the device reprogrammed but later the lead was replaced. It was also noted the patient had developed an infection. No further patient complications were reported as a result of this event.